Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd discardit¿ ii 10 ml syringe. The following information was provided by the initial reporter, "the syringes do not meet the conditions for safe use because they contain inside the piston small particles "plastic", which is visible after drawing liquid into the syringe."

Event description:
It was reported that foreign matter occurred before use with a bd discardit¿ ii 10 ml syringe. The following information was provided by the initial reporter, "the syringes do not meet the conditions for safe use because they contain inside the piston small particles "plastic", which is visible after drawing liquid into the syringe."

Manufacturer narrative:
H.6. Investigation: bd has not been provided with samples or photos for catalog 309110 lot 1905129 to investigate for this record. Due to the global pandemic, samples may be delayed in delivery to the manufacturing sites. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The device history review showed no indication of the alleged defect.